Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging ipg for days. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg was discarded.